Event description:
It was reported by service report that the foot end lift motor is not working. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Lift motor malfunction.